Event description:
It was reported that this right ventricular (rv) lead was exhibiting high capture thresholds and loss of capture shortly after implant. Unstable impedance and low amplitude was noted and an x-ray confirmed the rv lead was dislodged. The lead was successfully repositioned. No additional adverse patient effects were reported.